Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several alerts had been generated for atrial arrhythmia burden (aab) for at least twenty-four hours in a twenty-four-hour period. Review of the presenting electrogram identified farfield r-wave oversensing (ffrwos). The information was communicated to the patient's following clinic. No adverse patient effects were reported.